Event description:
It was reported that when using the bd pyxis¿ medstation¿ es black screen had occurred and the station showed offline on remote smart service (rss). The user had rebooted the station and reconnected the power cable, however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the power would not turn on and had flickered. A field service engineer (fse) found a crease on the pyxibus cable at main drawer 4, repaired it, and tested the unit in the hardware test application (hta). The technician then successfully accessed the system. The system functioned as intended after field service engineer repaired the device.